Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician to a company rep and forwarded to our local affiliate (B)(4). This case involves a pt who received poly-l-lactic acid (newfill) dosage, therapy dates and indication unk. On (B)(6) 2008, the reporter performed an ultrasound scan on the pt who had poly-l-lactic acid treatment to both cheeks 'a few weeks ago' and was complaining of unilateral mass in the area of treatment. Sonographic findings were discrete hypoechoic nodules in the subcutaneous tissues bilaterally with no abnormal vascularity. In the region of concern, the hypoechoic lesions were slightly more closely spaced and almost confluent. The doctor stated that the findings were not characteristic for any diagnosis he has come across previously but believes they may represent the appearances following poly-l-lactic acid treatment. Corrective treatment if any was not provided. The pt outcome was not provided. The reporter's causality is possible.

Manufacturer narrative:
(B)(4). Additional info received on (B)(4) 2008: (B)(4) results received: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the dhrs (device history reports) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.